Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The study concluded stenting small airways with lobar salvage is feasible and improves symptoms and radiographic outcomes.

Event description:
Received an article titled clinical success stenting distal bronchi for "lobar salvage" in bronchial stenosis. The article assessed the feasibility, complications, and long-term impact of using this stent in patients with lobar bronchial stenosis either secondary to malignancy or benign etiologies. Per the article product malfunctions included: deployment malfunctions.